Event description:
It was reported to an arjo representative on 2020-jun-25 that there was an incident with the involvement of a maxi move passive floor lift and a passive clip sling. Following information provided, during patient's transfer, one of the clips detached from the spreader bar attachment point. It seems likely that the reported detachment was a consequence of the spastic movements of the resident. As the consequence of the event the patient fell out of the sling to the floor and sustained the cracked ribs and injury to the back of the head requiring sutures.